Event description:
Complainant alleged that during biomed testing the device's battery well was warped and the device failed to power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.